Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9010877. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause; our engineer was not able to confirm the reported issues through the visual observation of the submitted device. At the conclusion of our review our investigators were unable to associate these non-conformance with our manufacturing process and as a result could not determine the root cause at the conclusion of our review.

Event description:
It was reported that the bd saf-t-intima IV catheter 20 g x 1.00 in. Experienced a safety mechanism failure during use. The following information was provided by the initial reporter: when used, it is found that the needle core is actively retracted into the catheter when it is not started to withdraw, and the successful puncture cannot be achieved.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter 20 g x 1.00 in. Experienced a safety mechanism failure during use. The following information was provided by the initial reporter: when used, it is found that the needle core is actively retracted into the catheter when it is not started to withdraw, and the successful puncture cannot be achieved.